Event description:
It was reported that the customer had a screen is crack on the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer was advised that the insulin pump will need to be replaced on the insulin pump. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device had minor scratched display window.